Manufacturer narrative:
The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint system. Visual examination showed that all flanks of the tip/torx of the returned screwdriver blade were heavily, plastically deformed. The direction of the plastic deformations at the flanks, points to the influence of too high torsional forces during application. Furthermore, a metal fragment at one flank was broken. Pressure marks were also visible at the slot area of the blade indicating high bending forces. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material, manufacturing or design related issue.

Event description:
During inspection of the returned loner instruments from the hospital, it was found that the tip of the screwdriver was deformed. However, during incoming inspection at the investigation site it was determined that a small metal fragment was broken at the tip of the screwdriver.